Event description:
Customer reported, the system would not produce an image during a procedure. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and repaired bent pins in a connector. System operates as intended.